Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 170mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. Moisture damage was found on the electronic and motor assemblies. No button error alarm noted during our testing. The insulin pump was has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corners and cracked battery tube threads.